Manufacturer narrative:
Note: this is a follow-up report to provide evaluation results (sections h.2; h.3; h6; h.10). Evaluation results: the MFR analysis and evaluation of the returned 8 fen devices could not duplicate or confirm the reported nonconformances. Both devices met all performance parameters. The inner cannulae locking functionality and insertion and removal were tested with acceptable results. The swivel flanges did not reveal any abnormalities. The cuffs inflated and deflated with out any difficulties. Device history records indicate all product was inspected and accepted prior to release.

Event description:
It was reported by international mmi facility (france) that the device fir on two (2) size 8 fen, low pressure cuffed tracheostomy tubes was unacceptable to homecare pt. The homecare pt also reported that the neckplate would not adjust properly and the inner cannulae was difficult to remove. It is unk how the devices were maintained or how long the devices had been in use but pt reports discomfort was experienced during the night. The 8fen devices have been returned to the MFR on 12/5/96 for decontamination, analysis and investigation.